Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the reported manufacture date for the 3dmax mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
This emdr represents the 3dmax mesh that was implanted on the patient's left side. Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced obstruction, adhesions, pain and infection. Adhesions are listed as a known adverse reaction in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr is being submitted to address the 3dmax device implanted on the patient's right side. Addendum 1: this supplemental emdr is being sent to correct the reported manufacture date for the 3dmax mesh. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: this supplemental emdr is submitted to document additional information. Based on the additional information received, a definitive conclusion cannot be made. Medical records indicate this is a patient with a complex medical history significant for type 2 diabetes, hiv, hypothyroidism, bph (benign prostatic hyperplasia) who approximately 2 years post implant, experienced bowel obstruction due to infected mesh (device #2), leading to mesh explant. This semdr represents the left sided repair 3dmax mesh (device #2). Additional semdr was submitted to represent the right sided repair 3dmax mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of inguinal hernias. Two 3dmax devices were implanted one on the right and one on the left to repair the hernia defects. (B)(6) 2016 - the patient underwent an additional surgery. During this second surgery the surgeon performed lysis of adhesions and further identified small bowel obstruction due to the alleged infection of the left inguinal hernia mesh. The surgeon removed the infected left inguinal mesh. The attorney alleges the patient experienced adhesions, obstruction, infection and was injured severely and permanently. Addendum per additional information received: (B)(6) 2014 - the patient underwent bilateral inguinal hernia repair and was implanted of two 3dmax mesh devices. Per operative notes, ¿a medium sized indirect hernia sac on the right intraperitoneal side that was completely reduced. A large piece of pre-shaped polypropylene mesh (3dmax device #1) was then placed and secured. The left preperitoneal space, where a medium-sized direct defect was reduced. A large piece of 3dmax mesh (device #2) was also placed on this side and secured." (B)(6) 2016 ¿ the patient experienced abdominal pain and small bowel obstruction, and underwent laparoscopy, lysis of adhesion, removal of infected left inguinal hernia mesh (device #2). Patient was treated with antibiotics.

Manufacturer narrative:
This emdr represents the 3dmax mesh that was implanted on the patient's left side. Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicates the patient experienced obstruction, adhesions, pain and infection. Adhesions are listed as a known adverse reaction in the instructions-for-use. In regards to infection, the warning section in the instructions-for-use states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr is being submitted to address the 3dmax device implanted on the patient's right side. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of inguinal hernias. Two 3dmax devices were implanted one on the right and one on the left to repair the hernia defects. On (B)(6) 2016 - the patient underwent an additional surgery. During this second surgery the surgeon performed lysis of adhesions and further identified small bowel obstruction due to the alleged infection of the left inguinal hernia mesh. The surgeon removed the infected left inguinal mesh. The attorney alleges the patient experienced adhesions, obstruction, infection and was injured severely and permanently.